Manufacturer narrative:
(B)(4). A visual examination of the returned complaint device found that the balloon did not have any visual defects and was in a good condition. No damage was found on the catheter of the device. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole located in the body of the balloon. This failure is likely due to factors or conditions related to the procedure that could have affected its performance and its intended purpose, suchas handling or manipulation during the during initial use or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a upper endoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon was able to be inflated to 12mm, however, it could not be inflated to 15 mm. Reportedly, the balloon was removed and the procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had a pinhole; therefore, this is now an MDR reportable event.